Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer

Event description:
It was reported that during a surgical procedure, the bur got hot and discoloured. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the bur got hot and discoloured. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the bur reported involved in this event was returned for evaluation. On receipt of the bur the reported discoloration of the bur was observed. The bur was evaluated by product engineering who concluded that the bur head was covered heavily with soft tissue and this would reduce the cut efficiency contributing to the heat experienced by the customer. A lack of irrigation may have caused the soft tissue built up on the bur head. The attachments for use with this bur instructions for use(IFU) were reviewed and contain the following warning "always use adequate irrigation during cutting to prevent heat generation."